Event description:
During baxter's functionality testing of a spectrum pump, it displayed system error 105. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found out of spec in relation to the system error 105, which was observed during power up. Eval found unauthorized customer maintenance was performed on the motor assembly causing the system error 105. The motor assembly was replaced.